Event description:
The clinician reports the implant was inserted 2023-02-13 in ada 20. On 2024-08-19, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and inflammation. No further patient complications were reported.